Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 19, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the exp rnd remote 400cc breast tissue expander was found to have two ruptures, one at the juncture patch (a) at the posterior view, and the second rupture (b) at the anterior view, measuring 2.2 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. In addition, the cause of the tear (a) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, microscopic examination of the returned product at rupture b, indicates that the tissue expander could have been damaged subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the rupture a of the reported event, the instructions for use contain the following caution: causes of deflation of saline tissue expander include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the implantation and explantation dates provided, it was noticed that the device was inside the patient for more than six (6) months. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. The device was implanted longer than six months, which is not in accordance with our instructions for use. Therefore h6 medical device problem code a23/use of device problem has been added. Also on 22-jul-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4). H6 medical device problem code off-label use was replaced with a23/use of device problem.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a female patient who underwent primary breast reconstruction surgery with a 400cc mentor tissue expander experienced left sided deflation post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021. This device was implanted longer than six months and is a radovan expander which was used in a breast tissue expansion. Therefore, this is off label use of the device.